Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded multiple atrial and ventricular arrhythmia episodes in a configured collection period, where two rounds of anti-tachycardia pacing and three rounds of shocks were delivered. Technical services (ts) reviewed the episodes and determined the rhythm to possibly be a rapid ventricular response due to an atrial arrhythmia in which the therapy did not convert and was deemed inappropriate. No additional adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.